Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department via ems unresponsive and expired due to hemorrhagic stroke. It was reported there were no changes to the patient condition or anticoagulation status that may have contributed. A CT of the head showed a large amount of hemorrhage within the right cerebral hemisphere extending to the right lateral ventricle with hydrocephalus. Also, there was a small focus of hemorrhage within the right cerebellar hemisphere. There may have been an early right transtentorial herniation. There was a possible subacute infarct in the right superior frontal gyrus. No further information was provided.